Event description:
The complaint is reported as: the device would not illuminate during a demonstration.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report.